Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) when the iabp was inserted in the cvor after induction and when it started up there was a low vacuum alarm, units help menu was not working, patient was not experience tachycardia. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the compressor(d102-00-0001), pressure, vacuum hoses(d004-00-0055, d004-00-0058, ) and pressure, vacuum tubing(d004-00-0063, d004-00-0062) and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.